Manufacturer narrative:
No device, no medical records, or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the distal tip of the recanalization catheter allegedly separated from the catheter while loading it onto the guidewire. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the sample was not returned; therefore, visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion; attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter; for the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: load the crosser¿catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process; warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the distal tip of the recanalization catheter allegedly separated from the catheter while loading it onto the guidewire. There was no reported patient involvement.